Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor "leaked profusely from a hole in the line". The leak occurred upon filling with 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from november 14, 2019 - november 16, 2019. H10: the actual device was received for evaluation. Visual inspection on the returned sample revealed fluid inside the bag that contained the sample which suggest a leak. The cause of the fluid inside the bag was due a cut located on a segment of the tubing line. A functional testing was performed which observed a leak on the affected area. The reported condition was verified. The cause of the condition was most likely due to user error when the tubing line was inadvertently came in contact with a sharp object. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.